Event description:
It was reported that the ventricular lead exhibited loss of capture and greater than 2000 ohms impedance. A lead fracture was suspected. The patient was scheduled for a lead revision.